Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl. The customer stated that the insulin pump alarmed no delivery. During troubleshooting, it was advised to disconnected at the quick release and perform fixed prime; customer stated the insulin exited. The customer removed the set and indicated the cannula was not bent. It was advised that there may be a possible site related issue and to change the entire infusion set system. The customer stated she would treat with manual injection. The product will not be returned for analysis.